Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Imaging and re-implantation is planned but no date has been scheduled yet. This is a final report.

Event description:
The user was taken to the clinic for a regular follow-up mapping. He was not properly responding to sounds for the past 2 months. A CT scan will be performed to assess the placement of the implant and the position of the electrode within the cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was taken to the clinic for a regular follow-up mapping. He was not properly responding to sounds for the past 2 months. The child makes only a few sounds and occasional murmurs. No accident or trauma has been reported.